Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's therapy was on, which was confirmed by the patient programmer (pp). They were set to program 3 at 0.0. They reported pulses and pain in their right buttock. They had a fall, which could have been related to the issues. It was noted that they had parkinson's and they do fall. They were going to follow-up with a healthcare professional (hcp), but, at the time of the report, had not contacted one. This had occurred in the couple of days prior to the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that a manufacturer¿s representative (rep) suggested to turn of the neurostimulator completely and work through the steps to complete this. The patient reported that the rep suggested to call their doctor to completely resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.